Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm thoracic aortic aneurysm. It was reported that the patient was undergoing a transcatheter aortic valve replacement (tavr) with another manufacture¿s product. The physician opted to implant a valiant device during the same procedure using the same guide wire, instead of switching to another guide wire for used for thoracic endovascular aortic repair (tevar). The valiant device was advanced up to the target lesion, but it became stuck during deployment at the arch and did not advance smoothly. When the physician exerted some force on the delivery system, the tip abruptly and forcefully advanced nearly to the ascending aorta. The stent graft was successfully implanted at the target lesion with no endoleaks. After implant, an angiogram revealed a dissection at the aortic arch. The false lumen extended from the ascending aorta to the brachiocephalic artery. After ensuring that the coronary arteries were not affected, the procedure was completed without further treatment. The physician stated that the cause of the event was user error. The physician further noted that the dissection seemed to develop while delivering the delivery system, when the device tip suddenly advanced proximally; and that they should have replaced the guide wire with a stiffer one when the procedure proceeded from tavr to tevar. The physician decided that no further intervention would be required. No additional clinical sequelae were reported and the patient is fine.